Event description:
In 2004, a patient who was implanted in 2003, with a left ventricular assist device (lvad) noticed, and brought to the attention of the staff at the center, a hairline crack 1cm in length on the top portion of the vad where it begins to curve. The vad is still functioning well without any air escaping. The patient is currently being supported.